Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was over 400 mg/dl. The supplies were changed to address the event, insulin delivery was resumed, and customer's bg stabilized at 166 mg/dl.